Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the fiberscope exhibited forceps channel port is shaved. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it is likely that the defective items are caused by stress from use, external factors, or handling. However, a definitive root cause of the reported issue could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): ¿operation manual for urf-p7 "chapter 3 preparation and inspection 3.3 inspection of the endoscope¿.¿ olympus will continue to monitor the field performance of this device.